Manufacturer narrative:
(B)(4). The device was yet received. Exemption number, e2014005.

Event description:
A customer from the us reported the following complaint: "wow, this is horrible! Pt 3 day bag infused in day and half. Pt passed out and wife called 911. They transferred him from (B)(6) to (B)(6). Now transferred to (B)(6) with dry bag still attached. Please let me know what the plan is. Please keep me posted. We may need to file another medwatch with the FDA. Delay in therapy: yes. Human harm: yes, I just received a call from one of our (B)(6) patients, (dr (B)(6) patient), that his bag ran out 42 hours early on the sapphire pump, passed out, and is on his way to (B)(6) from (B)(6). Patient, wife and nurse changed out his 3.5 day supply bag on sunday at 8 pm and the bag beeped empty tuesday around 2pm. Patient called his nursing agency to inform bag was empty and that he wasn't feeling well. (B)(6) told him to dial 911. After dialing 911, patient had passed out. He was admitted to this local hospital in (B)(6), and is currently being transported to (B)(6). Nurse confirmed that she did press ' repeat last infusion' and the only code she knew was '8880'. He started therapy with us on (B)(6) 2016 and this past sunday would've been his 3rd bag change. Wife wants to know what happened. Patient will be at (B)(6) by this afternoon. I'd informed her we'll be picking up the pump from the hospital today. Need for medical intervention: yes." Additional information received from the customer: " please state the exact drug that was delivered: 272 mg dextrose 5% (baxter) 340 ml directions: administer intravenously via pump at 3.8ml/hr continuous infusion to provide 0.5 mcg/kg/min based on weight of 100 kg (220 pounds) concentration =0.8mg/mlrate-3.8 ml/hr, volume 340 ml kindly elaborate on the patient's condition: still hospitalized as of (B)(6) 2016. What software version is installed on the device: v 13.2. What were the treatment settings: weight based infusion 0.5mcg/kg/min, wt (B)(6) kg, conc: 0.8mg/ml, vol 340ml, 3.8ml/hr. What was the pressure (occlusion) sensor setting (0.4-1.2 bar): 17.4 psi. Administration set used (type and lot number): ap213-01. What catheter was used (size of catheter, type, catalog number, manufacturer, etc.): unsure reported as triple lumen valved PICC. What volume was used for prime: tubing primed under the hood in the pharmacy. What was the initial bag volume: 340ml. Did you experience any alarms at the beginning / during / at the end of the treatment - if so, please detail the alarms and their occurrences: awaiting download of logl. What was the vtbi presented on the pump screen following the alarm: bag empty [(b)) 4:11 pm (ist) (B)(6)]. Here are the prescription details. Bag contains 3.5 days of supply, store at room temperature, protect from light, discard after (B)(6) 2016. Filled by (B)(6). Federal law prohibits the transfer of this drug to any other person than the prescribed patient".

Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical. Exemption number, e2014005.

Event description:
The complaint was reported by a customer from USA: over delivery of milrinone.